Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Serial #: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown, best estimate is (B)(6) 2017. If explanted; give date: n/a (not applicable). Lens remains implanted. Device manufacture date: unknown as product serial number was not provided. (B)(4). Device evaluation: the product was not returned to the manufacturing site for evaluation as it remains implanted. The customer's reported complaint could not be verified. Manufacturing records review: as the serial number is unknown, a manufacturing record review could not be performed. Labeling review: the labeling review was completed. The directions for use (dfu) provides instructions, precautions, along with warning for the proper use and handling of the product. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had a tecnis symfony zxr00 intraocular lens implanted 18 months ago without any issues, is now requiring surgical intervention. After a recent incident at the gym, he suffered moderate eye trauma. The surgeon discovered that the lens had dislocated and one of the haptics had gone into the anterior chamber. The surgeon plans to ''coax'' the lens into position in a secondary procedure. No further information provided.